Event description:
(B)(4). The provider states the pilot valve wasn't shifting and the unit was alarming. The provider states there are 1916 hours on it. The provider states the unit is owned by a facility with multiple users (B)(4).